Manufacturer narrative:
E.1 initial reporter facility: (B)(6) hospital a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was powering off on its own while touching the power cord and will restart, reboot immediately. A field service engineer (fse) arrived onsite and waited for access to the station. The customer reported that the unit was shutting down when touched, which was observed when the power cord was handled. Fse moved the station to a different outlet and tested, successfully bringing the unit back to normal operation. Advised the site to have the original outlet inspected for possible damage. Customer confirmed that the station was up and running and stable, and expressed satisfaction with its performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, machine power off. User tried to reboot but issue remains the same. There were no adverse events or injuries reported based on this event.